Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air alarms occurred at the start of a routine hemodialysis treatment. The operator inadvertently introduced air into the blood circuit during patient connection. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to air in the blood circuit. Facility staff attributed the alarm to user error as the operator inadvertently introduced air into the cartridge at patient connection. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has reviewed the event with the operator. Nxstage medical considers this report closed. No additional information will be provided.